Event description:
It was reported that the distal end of the insulation is cracked. Further this issue was discovered during inspection prior to use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Cracks and scratches were seen near the distal end. The insulation was tested for cracks/damages and the unit failed the insulation scan test. The probable root causes could be user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end of the insulation is cracked. Further this issue was discovered during inspection prior to use.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root causes for the reported failure could be due to: poor autoclave reliability, incorrect sterilization/reprocessing procedure and/or, use/handling error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the distal end of the insulation is cracked. Further this issue was discovered during inspection prior to use.